Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition, and the batteries and harness were previously replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with battery depleted alarm. According to the facility, it is unknown when this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery depleted alarm was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced at the facility by a baxter field service technician. Based on the event history review, the battery depleted alarm occurred on (B)(4) 2010 as opposed to the reported occurrence date of (B)(4) 2010. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). During a review of the event history it was discovered that the battery depleted alarm occurred on (B)(4) 2010. The battery depleted set alarm occurred once on channel a and five times on channel c.